Event description:
It was reported that the trailing haptic of a preloaded intraocular lens (iol) had been found to be torn when the iol was inserted in the eye. The haptic seemed to be left in the injector. The lens was removed by cutting it, and another lens was implanted. The incision was enlarged when the lens was removed. The iol was discarded upon retrieval. There was no patient injury reported. The patient has good visual acuity after the surgery. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name: email address: unknown/not provided. Initial reporter name telephone number: (B)(6). PMA/510k this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. (B)(4). Product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.